Event description:
A complaint of imprecise sequential readings was received on a customer's precision xtra/optium blood glucose meter. The customer obtained readings of 164 and 280 mg/dl within a ten minute timeframe. The customer treated themselves and experienced hypoglycemia. The customer went to the hospital. There are no details available on the customer's hospitalization. The two readings were plotted against the average on a parkes error grid and fell in the `a' and `b' zones. The difference in readings is not considered clinically significant. There were no comparison tests performed.

Manufacturer narrative:
The meter and test strips have been requested for investigation.